Event description:
A call to patient services was made on (B)(6) 2013 stating of a fractured lead. As per email received from representative, patient needed an atrial lead revision shortly after its original implant. The implanting physician was dr. (B)(6) at (B)(6) in (B)(6), ny. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).